Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirmed the reported damage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reaming metaphases for tibia knee revision. 18 mm m.b.t reamer got stuck in the canal once hitting cortical contact. Unable to disengage from canal. Believe top of reamer was stripped. We had gotten to the second line which is what was needed. Vice grips were used to disengage the instrument.